Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that when the computer for pre-op planning was brought into the or to transfer the patient folder to the device for surgery would not turn on. It was plugged in with a charger that had been tested previously on another laptop, but it still would not turn on. In the mean time, the surgeon re-planned the case directly on the device after images were pulled again. The surgeon said that the laptop battery had died while he was planning the night before, but he had plugged it in and it had come back on. Then he left if charging overnight, and when he brought it to the or was the first time anyone had tried to turn it on that day. After being plugged in for the entire case, the computer for pre-op planning would still not power on.

Event description:
It was reported that when the computer for pre-op planning was brought into the or to transfer the patient folder to the device for surgery would not turn on. It was plugged in with a charger that had been tested previousely on another laptop, but it still would not turn on. In the mean time, the surgeon re-planned the case directly on the device after images were pulled again. The surgeon said that the laptop battery had died while he was planning the night before, but he had plugged it in and it had come back on. Then he left if charging overnight, and when he brought it to the or was the first time anyone had tried to turn it on that day. After being plugged in for the entire case, the computer for pre-op planning would still not power on.

Manufacturer narrative:
It was reported that the computer for pre-op planning would not turn on anymore. It was returned to the manufacturing site for evaluation, where it was confirmed that it was no more functional. This computer was in use for more than four years before the alleged issue occurred. The cause for the computer for pre-op planning failure could not be determined on this occasion. Event summary, device history record review and complaint history review did not identify contributing factors. A probable root cause is the normal wear of the computer as this computer was in use for more than four years before the alleged issue occurred.the customer data was copied from this computer hard drive to an encrypted external hard drive which was sent back to the hospital.